Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's left eye due to incorrect biometry misrefraction. It was stated that the patient did not like the outcome. The doctor explanted the iol and implanted a new lens of the same model, but a different diopter size. The patient was reported to be doing fine.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation cut in two pieces. During visual inspection of the iol under the microscope, surface residuals (fiber/particles) and stains on the lens were observed. The lens condition is consistent with a lens that was explanted from the patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Age: unknown. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All test results showed a pass condition. No quantity discrepancy was found. The lens diopter result obtained from the measurement iol quality system (miq) of the test performed when this lens was manufactured, showed that lens serial number reported corresponded to a 22.5 diopter. No deviation was reported. Based on the documents reviewed (line clearance activities at miq, first pack), there was no deviation or any non-conformity throughout the process. The information documented does not support any deviation during manufacturing process. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method, inspections or specifications that could be related with this complaint type. Based on the documents reviewed and report of the electronic diopter results, there is no deviation or any non-conformity throughout the process. The production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.